Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verioiq meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly immediately before the start of the alleged issue she felt tired. The patient reported on (B)(6) 2014 at 3:30am she obtained readings of ¿63, 210, and 225mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient did not state what medications she took to manage her diabetes. The patient did not report if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2014 at 3:30am she bolused insulin as treatment. The patient report she did not use another device to measure her diabetes. During the time of troubleshooting, the patient reported the battery did not need to be replaced, the patient was using the correct test strips and it was not the first use of the meter. When the power button was pressed, the meter did not turn on. There was no misuse of the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting by the cca.